Event description:
The customer received questionable results from coaguchek xs meters with serial numbers (B)(4) compared to a stago analyzer using neoplastin reagent. The specific dates of testing were not provided. Of the data provided, only the following results were discrepant. Patient 1: meter result was 2.5 inr and laboratory result was 2.0 inr. Patient 2: meter result was 2.3 inr and laboratory result was 1.8 inr. Patient 3: meter result was 3.0 inr and laboratory result was 2.3 inr. Patient 4: meter result was 3.1 inr and laboratory result was 2.3 inr. Patient 5: meter result was 2.5 inr and laboratory result was 1.9 inr. Patient 6: meter result was 2.5 inr and laboratory result was 1.9 inr. Patient 7: meter result was 2.6 inr and laboratory result was 1.9 inr. Patient 8: meter result was 3.0 inr and laboratory result was 2.3 inr. The patients were not treated based on any meter results. There was no allegation of an adverse event.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.